Event description:
It was reported by the affiliate that the (1) atb35 was used during a hysterectomy procedure. It was reported that the device would not staple and was non-functional. The case was completed with another instrument and there was no consequence to the pt.